Event description:
It was reported that an intermittent malfunction alarms occurred. Reportedly, the customer had left pump outside in the heat. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.